Event description:
Acclarent was notified on (B)(6) 2012 of a domestic event that occurred on (B)(6), 2012 during a sinus surgical case when acclarent balloon dilation technology was used. The surgeon stated that upon removing the acclarent frontal sinus guide, a blue tip portion was seen to have cracked and a fragment was missing. The surgeon looked into the nose and saw the fragment of the guide in the frontal outflow and removed it entirely. Post operatively, the pt did well.

Manufacturer narrative:
Acclarent followed up on this report to gather add'l info. The surgeon stated that the acclarent technology performed well. She believed that the fracture in the tip of the guide device was caused by the sharp bone spicules. There was no add'l intervention to the pt and no add'l care provided because of this occurrence. There has not been any adverse event reported due to this malfunction and probability of any potential adverse event is highly remote. Hence, this malfunction was not initially considered as a reportable event, however, after re-eval on (B)(4) 2012, the organization decided to report it is abundance of caution. Acclarent attempted to retrieve the device for failure analysis, but the device is unavailable for return. Acclarent will continue to monitor this phenomenon for trending purposes.